Event description:
It was reported that the patient presented to the hospital for an open heart surgery procedure. During the procedure, it was noted that the patient's right atrial (ra) lead had dislodged. The lead was explanted and replaced. The patient was stable throughout the procedure.